Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported that patient lost therapy in right thigh. Impedances taken on 0-7 show normal- 500-<(><<)>2000. The representative reported the patient had right thigh coverage before leads were replaced and since replacement no right thigh stimulation. Group impedance shows 240ohms 13.7ma, representative using 1+3-5+ 7- up to 10.5 with no stimulation. The representative would attempt a bipole along the whole lead to see if stimulation is generated. The patient was redirected to their healthcare provider to discuss lead placement. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported the old ins was replaced as it was near end of service. The leads were replaced, because the patient requested the surgeon place the leads higher to capture back pain, which the prior leads did not. Now with the new leads, they could not capture the right leg. The replacement was done in (B)(6) 2017. The cause of the sudden loss of stimulation in the right thigh was unavailable. An x-ray was ordered by the physician to verify the lead placement. No further complications were reported/anticipated.